Event description:
It was reported that during an implant the atrial lead was repositioned multiple times. Upon repositioning for the last time; using the psa to test measurements, no readings were shown. The lead was replaced and new lead was implanted. The new lead showed satisfactory positioning and values. The physician requested the lead be tested for insulation breaks. No patient consequences were reported.

Manufacturer narrative:
The field report of insulation breaks and inappropriate measurements were confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The cause of insulation breaks and inappropriate measurements were due to severe over-torque of the inner coil in the connector region which is consistent with procedural damage.

Event description:
Information also noted the indications for implant, vt and syncope.